Manufacturer narrative:
H6: conclusion code 4316: no term/code available for ¿withdrawn complaint.¿ previous patient code (1994) was reported based on the original complaint and are no longer applicable per gore¿s investigation. Through gore's investigation we confirmed the device was not a gore device. No further investigation is required at this time. This event will be closed as no problem detected. The following information was determined from the medical records. Medical records: the known medical records span (B)(6) 2010 through (B)(6) 2018 and not all records received in this time span are relevant to the gore® dualmesh® biomaterial. Records prior to 2010, including the 2006 operative report whereby an alleged gore® dualmesh® biomaterial was implanted, were not provided. Records for the ¿ventral hernia repair in 2006/2007 with marlex mesh¿ as mentioned in the (B)(6) 2018 records were not provided. Additionally, product identification records for the alleged gore® dualmesh® biomaterial or ¿marlex mesh¿ were not provided. The records indicate the patient underwent removal of the mesh on (B)(6) 2017. However, operative records for the ¿lap converted to open abdominal mesh explantation and lysis of adhesions¿ procedure were not provided. Additionally, details on what type of mesh was explanted were not provided. Records between (B)(6) 2012 and (B)(6) 2017 were not provided. (B)(6) 2018: operative records for the ¿4 abdominal surgeries in the last year¿ were not provided. Patient information: medical history: chronic abdominal pain; degenerative disc disease at the lumbosacral junction; diverticular disease. Prior surgical procedures: 2004: sigmoid colon resection; 2006: ventral hernia repair; 2014: exploratory laparotomy with lysis of adhesions and laparoscopic cholecystectomy; 2017: laparotomy with removal of mesh; 2017: open umbilical and inguinal hernia repairs; 2018: ventral hernia repair. Implant preoperative complaints: n/a. Implant procedure: n/a. Implant date: 2006 [records not provided]. Relevant medical information: (B)(6) 2010: ¿he has been having some episodic diarrhea with blood. His last colonoscopy was in 2005¿ he has had some diverticular disease and did have a sigmoid resection¿ in 2001 because of diverticular disease, according to the patient. He is not having any nausea or vomiting, but he is having quite a bit of gerd symptoms. He has been taking nexium without significant relief.¿ ¿1. History of diverticulosis with colon resection. 2. Abdominal pain. 3. Diarrhea. 4. Gerd symptoms.¿ (B)(6) 2011: ¿¿had a history of some mild diarrhea and gerd symptoms. He underwent colonoscopy and upper endoscopy. They were essentially unremarkable, other than some duodenitis. Helicobacter pylori was negative. He had internal hemorrhoids. Random biopsies were negative for microscopic colitis. He has been doing better since his procedure.¿ ¿he does feel a bit of a bulge when he bends over or coughs in his abdomen near his previous surgical site.¿ abdominal exam notes state: ¿soft, well healed midline surgical scar. No palpable hernia was appreciated.¿ (B)(6) 2012: ¿he does complain of some left lower quadrant abdominal discomfort. He had had an upper endoscopy performed 2 years ago which showed a hiatal hernia, mild gastritis and duodenitis.¿ ¿soft, ovoid. Active bowel sounds. No tenderness, organomegaly, or masses noted with deep palpation. Gu: no hernias noted.¿ an undated ¿narrative summary¿ states a CT of the abdomen and pelvis was performed (B)(6) 2012 and (B)(6) 2012. ¿postop midline [abdominal] hernia repair with no evidence of recurrence . No infection.¿ (B)(6) 2012: ¿¿history of diverticulitis and sigmoid resection in 2004. He has recurrent and persistent pain in the left side of the abdomen, as well as intermittent bleeding. His colonoscopy revealed hemorrhoids and hyperplastic rectal polyps. Anastomosis was clear, but he does have recurrent diverticulosis. He recently began a feeling of constipation and increased pain, especially over the past two days. He started to go to the emergency room. He has been treated for diverticulitis in september and is now having resurgence of his pain. He did have bleeding a couple of days ago. After taking magnesium citrate, his pain has persisted but bleeding has stopped.¿ ¿soft; tenderness in left mid abdomen, extending towards the lower quadrant. No obvious hernia. He has had ventral hernia repair in the past with mesh, but it does not seem like he has a recurrent hernia at this time. Minimal guarding.¿ ¿most likely recurrent diverticulitis with scant bleeding, resolved.¿ ¿patient has a history of marlex mesh herniorrhaphy. He is cautioned that he should avoid excessive abdominal crunches due to risk of tearing mesh. He needs to decrease his physical activity until his illness has resolved.¿ (B)(6) 2012: ¿the patient states the abdominal pain is in the upper abdomen. No lower abdominal pain. The patient states the rectal bleed consisted of melenic-appearing b.m. As well as bright red blood per rectum. The patient states occasional nausea. The patient is status post mesh placement for ventral hernia repair in 2006. The patient states pain since then. The patient once more denies any lower abdominal pain. No changes in bowel habits.¿ ¿diverticulitis [status post] sigmoid resection in 2004 with recurrence of diverticulitis, hernia repair with marlex mesh placement .¿ ¿soft, ovoid, active bowel sounds. No tenderness, organomegaly or masses noted with deep palpation nontender, nondistended, active. No guarding.¿ ¿CT performed (B)(6) 2012 postop abdominal hernia repair without evidence of recurrence, further unremarkable. Patient would benefit from a second opinion with a surgeon for ventral hernia evaluation.¿ (B)(6) 2017: admission: ¿¿[status post] lap converted to open abdominal mesh explantation and lysis of adhesions, who presents with 24-48 hours of worsening abdominal distention, nausea, abdominal pain, and inability to pass flatus. [Patient] reports being able to pass a tiny hard stool yesterday but has not been able to pass flatus all day today and tonight, accompanied by worsening nausea and abdominal pain. His po tolerance has decreased secondary to symptoms, and he reports minimal po intake over the past 24 hours due to worsening nausea. No difficulty with ambulation, urination, fevers or chills reported by patient. He reports normal post-operative course on pod2 and 3 with 1 good bowel movement, followed by onset of symptoms on pod4, gradually worsening prompting visit to the ER.¿ explant preoperative complaints: n/a. Explant procedure: [records not provided]. Explant date: (B)(6) 2017. Relevant medical information: (B)(6) 17: discharge summary: ¿the patient was admitted because of increasing abdominal pain nausea and vomiting. Cat scan showed an ileus unclear etiology. Patient was initially treated conservatively with IV hydration ng suction IV medications. He was noted to have a leukocytosis although the cat scan did not show any signs of infection. With respect to diet the patient slowly improved. The ng was removed and the patient begun on clear liquids on the fourth hospital day. He has been advanced to regular diet which is now tolerating. The patient began having diarrhea on the second hospital day and that persisted until the past 24 hours. The stool was checked for c. Difficile but that was negative. The patient received one dose of ancef prior to his surgery. The leukocytosis persisted therefore the patient was begun empirically on levaquin. The leukocytosis resolved in the differential return to normal. Staples were removed benzoin and steri-strips applied.¿ (B)(6) 2017: abdominal CT ¿worsening [abdominal] pain. Bilateral anterolateral needle insertion into [abdomen]. [Rule out] follow viscus injury/[small bowel obstruction].¿ ¿post-surgical changes are again noted in the anterior abdominal wall, with multiple clips and additional postsurgical changes, as previously described. No bowel is identified within the knee described abdominal hernia defect. It is unclear if this was reduced manually or surgically. Additionally, the previously described fat containing left inguinal hernia has been reduced, and no definite inguinal hernia is identified.¿ ¿impression: 1. Postsurgical changes of the anterior abdominal wall without acute finding. Previously noted hernias in the anterior abdominal wall and left inguinal canal have been reduced/corrected. 2. No evidence of bowel perforation, no free air or contrast is identified within the peritoneal cavity.¿ (B)(6) 2017: ¿abdominal pain. [Patient] has chronic epigastric abdominal pain, [patient] is actively seeing pain management, [patient] had bilateral transverse abdominal plain block performed (B)(6) 2017. The next day [patient] was having adverse symptoms such cramping, throbbing/burning abdominal pain. [Patient] would like a medication for percocet for pain.¿ ¿[patient] has been working with pain management for control of symptoms has been seen several times this week in their clinic, was also seen yesterday by pain management and in ER for condition - CT abdomen at that time came back unremarkable. [Patient] reports his pain is currently 8/10 in lower abdomen. Reports recent injection by pain management has exacerbated his pain.¿ (B)(6) 2018: a medical evaluation board narrative summary: ¿pertinent past medical history: 43-year-old active duty male with mild diverticulosis despite resection. [Patient] also has secondary hypogonadism. [Patient] has chronic abdominal pain due to multiple abdominal surgeries. Pertinent past surgical history: [patient] has had 4 abdominal surgeries in last year including hernia and mesh removal; he continues to have pain after these surgeries. First abdominal surgery in 2006; mesh removed from this surgery in 2017 with no improvement in pain per patient.¿ (B)(6) 2018: ¿diagnosis: diverticulitis. Date of initial onset: (B)(6) 2003. Narrative hpi: [patient] first diagnosed with diverticulitis on CT in (B)(6) 2003. In 2017, most recent colonscopy confirmed that patient has persistent mild diverticulosis despite resection. There is a diverticulum associated in the blind limb of the end-to-side anastomosis raising question of whether or not stool gets trapped and results in the recurrent diverticultis episodes. Pt has not had diverticulitis since arilo exam with gastroenterology in (B)(6) 2018.¿ (B)(6) 2018: ¿[patient] has experienced ongoing abdominal pain since mesh placement in 2006 for hernia repair. Mesh was removed in 2017 and patient continues to experience chronic abdominal pain. Open sigmoid resection in 2004. Ventral hernia repair in 2006/2007 with marlex mesh. Extensive lysis of adhesions, laparoscopic cholecystectomy in 2014. Abdominal mesh removal and left inguinal hernia repair in 2017.¿ (B)(6) 2018: ¿¿with concerns about losing sensation in penis (states complete shaft and head), intermittent, states they mostly occur during intercourse. Pt is concerned this could be related to mesh removal surgery this last year; it has only been occurring in last month.¿ (B)(6) 2018: ¿he has been followed by my partner in the past for diverticulosis and chronic generalized abdominal pain. He also sees pain management for treatment of his abdominal pain. He reports currently undergoing meb. Earlier this year he underwent a colonoscopy that was notable for mild diverticulosis without evidence of diverticulitis and an otherwise healthy appearing colonic anastomosis. One subcentimeter tubular adenoma was also removed. Airman still reports chronic abdominal pain despite removal of the abdominal mesh nearly a year ago. In fact, today he reports worsening pain, but his main complaints today include worsening diarrhea, intermittent rectal bleeding and occasional fecal incontinence over the last month. 4-5 loose watery stools/day with some nocturnal diarrhea. 5 episodes of fecal incontinence. Does not recognize he has passed stool. Some blood per rectum. Abdominal pain remains unchanged. 10 days ago with f/ch/ns, which have since resolved. No recent antibiotic use. Also reports worsening gerd symptoms since decreased omeprazole to 20mg daily.¿ records from 2018 indicate continued complaints of chronic abdominal pain and recurring diverticulitis. Conclusion: it should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, recurrence, ileus, increased procedure time and related harms, irritation or inflammation, infection, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, wound complications and wound dehiscence. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. Based upon the information received, status of the device is unable to be confirmed and therefore not available for evaluation. After multiple requests, product identification information was not provided for this device and thus it could not be confirmed to be a gore hernia device. Review of the manufacturing and sterilization records could not be performed as a valid lot number was not provided. In an abundance of caution for product surveillance tracking and trending purposes only, this event has been analyzed, coded and reported as necessary assuming it is a gore hernia device. All available information has been placed on file for use in product surveillance tracking, trending and follow-up. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Previous patient code (1994) were reported based on the original complaint and are no longer applicable per gore¿s investigation. H10/11: updated final codes. Conclusion code 4316: appropriate term/code not available used for "withdrawn complaint". This claim was withdrawn, and the alleged product complaint is no longer being pursued at this time. No further investigation is required at this time. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. This event will be closed as no problem detected.

Manufacturer narrative:
Product identification records for the alleged gore device was not provided. Therefore, a review of the manufacturing records could not be performed. (B)(6). It should be noted that the gore dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent laparoscopic incisional hernia repair on (B)(6) 2006, whereby a gore dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2017, an additional procedure was performed whereby explant of the gore device was performed. It was reported the patient alleges the following injuries: abdominal pain, mesh removal, additional surgery. Additional event specific information was not provided.

Manufacturer narrative:
B7: added medical history h6: codes 4118/3221 remain unchanged - product identification records for the alleged gore device was not provided. Therefore, a review of the manufacturing records could not be performed. Conclusion code remains unchanged. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records prior to 2010, including the 2006 operative report whereby an alleged gore dualmesh® biomaterial was implanted, were not provided. Records for the ¿ventral hernia repair in 2006/2007 with marlex mesh¿ as mentioned in the 7/10/2018 records were not provided. Additionally, product identification records for the alleged gore dualmesh® biomaterial or ¿marlex mesh¿ were not provided. Records dated 12/10/2010 state the patient was seen for abdominal pain and heartburn. ¿he has been having some episodic diarrhea with blood. His last colonoscopy was in 2005¿ he has had some diverticular disease, and did have a sigmoid resection¿ in 2001 because of diverticular disease, according to the patient. He is not having any nausea or vomiting, but he is having quite a bit of gerd symptoms. He has been taking nexium without significant relief.¿ assessment states: ¿1. History of diverticulosis with colon resection. 2. Abdominal pain. 3. Diarrhea. 4. Gerd symptoms.¿ records dated 2/16/2011 state the patient ¿¿had a history of some mild diarrhea and gerd symptoms. He underwent colonoscopy and upper endoscopy. They were essentially unremarkable, other than some duodenitis. Helicobacter pylori was negative. He had internal hemorrhoids. Random biopsies were negative for microscopic colitis. He has been doing better since his procedure.¿ ¿he does feel a bit of a bulge when he bends over or coughs in his abdomen near his previous surgical site.¿ abdominal exam notes state: ¿soft, well healed midline surgical scar. No palpable hernia was appreciated.¿ records dated 8/27/2012 state the patient was seen for rectal bleeding. ¿he does complain of some left lower quadrant abdominal discomfort. He had had an upper endoscopy performed 2 years ago which showed a hiatal hernia, mild gastritis and duodenitis.¿ abdominal exam notes state: ¿soft, ovoid. Active bowel sounds. No tenderness, organomegaly, or masses noted with deep palpation. Gu: no hernias noted.¿ an undated ¿narrative summary¿ states a CT of the abdomen and pelvis was performed 9/24/2012 and 10/5/2012. ¿postop midline [abdominal] hernia repair with no evidence of recurrence. No infection.¿ records dated 10/17/2012 state the patient was seen for follow up. ¿¿history of diverticulitis and sigmoid resection in 2004. He has recurrent and persistent pain in the left side of the abdomen, as well as intermittent bleeding. His colonoscopy revealed hemorrhoids and hyperplastic rectal polyps. Anastomosis was clear, but he does have recurrent diverticulosis. He recently began a feeling of constipation and increased pain, especially over the past two days. He started to go to the emergency room. He has been treated for diverticulitis in september and is now having resurgence of his pain. He did have bleeding a couple of days ago. After taking magnesium citrate, his pain has persisted but bleeding has stopped.¿ abdominal exam notes state: ¿soft; tenderness in left mid abdomen, extending towards the lower quadrant. No obvious hernia. He has had ventral hernia repair in the past with mesh, but it does not seem like he has a recurrent hernia at this time. Minimal guarding.¿ assessment: ¿most likely recurrent diverticulitis with scant bleeding, resolved.¿ an addendum states: ¿patient has a history of marlex mesh herniorrhaphy. He is cautioned that he should avoid excessive abdominal crunches due to risk of tearing mesh. He needs to decrease his physical activity until his illness has resolved.¿ records dated 11/27/2012 state the patient was seen for abdominal pain and rectal bleed. ¿the patient states the abdominal pain is in the upper abdomen. No lower abdominal pain. The patient states the rectal bleed consisted of melenic-appearing b.m. As well as bright red blood per rectum. The patient states occasional nausea. The patient is status post mesh placement for ventral hernia repair in 2006. The patient states pain since then. The patient once more denies any lower abdominal pain. No changes in bowel habits.¿ past history states: diverticulitis [status post] sigmoid resection in 2004 with recurrence of diverticulitis, hernia repair with marlex mesh placement.¿ abdominal exam notes state: ¿soft, ovoid, active bowel sounds. No tenderness, organomegaly or masses noted with deep palpation nontender, nondistended, active . No guarding.¿ an addendum states: ¿CT performed 10-2012 postop abdominal hernia repair without evidence of recurrence, further unremarkable. Patient would benefit from a second opinion with a surgeon for ventral hernia evaluation.¿ records between 11/27/2012 and 1/11/2017 were not provided. Admission records dated 1/11/2017 state the patient was admitted to the hospital for worsening abdominal pain. The records state the patient was ¿¿[status post] lap converted to open abdominal mesh explantation and lysis of adhesions, who presents with 24-48 hours of worsening abdominal distention, nausea, abdominal pain, and inability to pass flatus. [Patient] reports being able to pass a tiny hard stool yesterday but has not been able to pass flatus all day today and tonight, accompanied by worsening nausea and abdominal pain. His po tolerance has decreased secondary to symptoms, and he reports minimal po intake over the past 24 hours due to worsening nausea. No difficulty with ambulation, urination, fevers or chills reported by patient. He reports normal post-operative course on pod2 and 3 with 1 good bowel movement, followed by onset of symptoms on pod4, gradually worsening prompting visit to the ER.¿ the records indicate the patient underwent removal of the mesh on 1/5/2017. However, operative records for the ¿lap converted to open abdominal mesh explantation and lysis of adhesions¿ procedure were not provided. Additionally, details on what type of mesh was explanted were not provided. Discharge summary records dated 1/16/2017 indicate the patient was admitted 1/11/2017 for evaluation and management of ileus and leukocytosis. ¿the patient was admitted because of increasing abdominal pain nausea and vomiting. Cat scan showed an ileus unclear etiology. Patient was initially treated conservatively with IV hydration ng suction IV medications. He was noted to have a leukocytosis although the cat scan did not show any signs of infection. With respect to diet the patient slowly improved. The ng was removed and the patient begun on clear liquids on the fourth hospital day. He has been advanced to regular diet which is now tolerating. The patient began having diarrhea on the second hospital day and that persisted until the past 24 hours. The stool was checked for c. Difficile but that was negative. The patient received one dose of ancef prior to his surgery. The leukocytosis persisted therefore the patient was begun empirically on levaquin. The leukocytosis resolved in the differential return to normal. Staples were removed benzoin and steri-strips applied.¿ records dated 10/19/2017 state a CT was performed for ¿worsening [abdominal] pain. Bilateral anterolateral needle insertion into [abdomen]. [Rule out] follow viscus injury/[small bowel obstruction].¿ ¿post surgical changes are again noted in the anterior abdominal wall, with multiple clips and additional postsurgical changes, as previously described. No bowel is identified within the knee described abdominal hernia defect. It is unclear if this was reduced manually or surgically. Additionally, the previously described fat containing left inguinal hernia has been reduced, and no definite inguinal hernia is identified.¿ ¿impression: 1. Postsurgical changes of the anterior abdominal wall without acute finding. Previously noted hernias in the anterior abdominal wall and left inguinal canal have been reduced/corrected. 2. No evidence of bowel perforation, no free air or contrast is identified within the peritoneal cavity.¿ records dated 10/20/2017 state the patient was seen for ¿abdominal pain. [Patient] has chronic epigastric abdominal pain, [patient] is actively seeing pain management, [patient] had bilateral transverse abdominal plain block performed 18 oct 2017. The next day [patient] was having adverse symptoms such cramping, throbbing/burning abdominal pain. [Patient] would like a medication for percocet for pain.¿ ¿[patient] has been working with pain management for control of symptoms has been seen several times this week in their clinic, was also seen yesterday by pain management and in ER for condition - CT abdomen at that time came back unremarkable. [Patient] reports his pain is currently 8/10 in lower abdomen. Reports recent injection by pain management has exacerbated his pain.¿ a medical evaluation board narrative summary dated 7/10/2018 states: ¿pertinent past medical history: 43 year old active duty male with mild diverticulosis despite resection. [Patient] also has secondary hypogonadism. [Patient] has chronic abdominal pain due to multiple abdominal surgeries. Pertinent past surgical history: [patient] has had 4 abdominal surgeries in last year including hernia and mesh removal; he continues to have pain after these surgeries. First abdominal surgery in 2006; mesh removed from this surgery in 2017 with no improvement in pain per patient.¿ operative records for the ¿4 abdominal surgeries in the last year¿ were not provided. The 7/10/2018 records state the following history of present illness: ¿diagnosis: diverticulitis. Date of initial onset: september 2003. Narrative hpi: [patient] first diagnosed with diverticulitis on CT in october 2003. In 2017, most recent colonscopy confirmed that patient has persistent mild diverticulosis despite resection. There is a diverticulum associated in the blind limb of the end-to-side anastomosis raising question of whether or not stool gets trapped and results in the recurrent diverticultis episodes. Pt has not had diverticulitis since arilo exam with gastroenterology in february 2018.¿ the 7/10/2018 records provide an additional history of present illness: ¿[patient] has experienced ongoing abdominal pain since mesh placement in 2006 for hernia repair. Mesh was removed in 2017 and patient continues to experience chronic abdominal pain. Open sigmoid resection in 2004. Ventral hernia repair in 2006/2007 with marlex mesh. Extensive lysis of adhesions, laparoscopic cholecystectomy in 2014. Abdominal mesh removal and left inguinal hernia repair in 2017.¿ records dated 7/12/2018 state the patient was seen ¿¿with concerns about losing sensation in penis (states complete shaft and head), intermittent, states they mostly occur during intercourse. Pt is concerned this could be related to mesh removal surgery this last year; it has only been occuring in last month.¿ records dated 7/20/2018 state the patient was seen for follow up. ¿he has been followed by my partner in the past for diverticulosis and chronic generalized abdominal pain. He also sees pain management for treatment of his abdominal pain. He reports currently undergoing meb. Earlier this year he underwent a colonoscopy that was notable for mild diverticulosis without evidence of diverticulitis and an otherwise healthy appearing colonic anastomosis. One subcentimeter tubular adenoma was also removed. Airman still reports chronic abdominal pain despite removal of the abdominal mesh nearly a year ago. In fact, today he reports worsening pain, but his main complaints today include worsening diarrhea, intermittent rectal bleeding and occasional fecal incontinence over the last month. 4-5 loose watery stools/day with some nocturnal diarrhea. 5 episodes of fecal incontinence. Does not recognize he has passed stool. Some blood per rectum. Abdominal pain remains unchanged. 10 days ago with f/ch/ns, which have since resolved. No recent antibiotic use. Also reports worsening gerd symptoms since decreased omeprazole to 20mg daily.¿ records from 2018 indicate continued complaints of chronic abdominal pain and recurring diverticulitis. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.